Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01320 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure (date unknown). According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.